Manufacturer narrative:
An event of signal artifact resulting in no clinical signs, symptoms or conditions which was addressed by no health consequences or impact. The lead is implanted/installed and was not returned. Technical services was contacted, and a remote transmission was provided to technical services. Analysis of the information provided that at/af diagnostics are mostly accurate since the noise is fairly infrequent. No additional information was provided. A device history record (DHR) review was not required per investigation procedure. The root cause of the reported event was unable to be determined. Noise details were requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right atrial (ra) lead exhibited noise. No intervention was reported. There were no reported patient consequences.

Manufacturer narrative:
The analysis conclusion should not have been included/ reported in the initial report.